Event description:
A nurse reported that a doctor mentioned there was not adequate vacuum on a hard cataract during a cataract intraocular lens implant procedure. A posterior capsule tear was not confirmed by the initial reporter, however the pt required an anterior vitrectomy as a result of the event. The doctor attempted to use the vitrectomy with the system due to a repeated system message. The system was exchanged to complete the vitrectomy portion. Additional information received advised that the handpiece and tip were exchanged during the procedure. The balanced salt solution (bss) bottle was also exchanged when it got low. They were unaware at the time that the system was not resetting because the surgeon was still pressing on the footswitch. They were able to place an anterior chamber lens. They are unsure if the anterior vitrectomy occurred as a result of the hard cataract or if it was pt cooperation related.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported issue; no problem was found. The system was then tested and met all product specifications. A review of system event log revealed multiple system message (sm) - infusion pressure drop, were captured during the anterior vitrectomy surgery in the day of the event reported date ((B)(6) 2012). The sm was reviewed and determined that it was not a contributing factor to the reported event. The sm occurs when the irrigation pressure drop setting is below 40% and the aspiration flow rate is above 50. When this advisory occurs, system enters "safe state" in which phacoemulsification power is disabled until low pressure condition is no longer true. Irrigation remains available. This sm is a safety feature designed to inform the user of a drop in irrigation pressure, and is not an indication of a system malfunction. No samples were returned for evaluation and no additional information was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency report is within know levels for this event. The root cause cannot be determined conclusively. (B)(4).